Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in d1 the cause of the "battery level low" alarm on ic12203 could not be conclusively determined due to the inability to confirm the alarm in the imc logs and the inability to reproduce the alarm during testing.

Manufacturer narrative:
Added: d6a, d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted with an impella 5.5 the supporting automatic impella controller (aic) generated a yellow alarm indicating a low battery after unplugging it from an outlet. The error self-resolved.